Event description:
It was reported by the caller the surgeon fired the instrument and the staples were malformed. This is the only info known.

Manufacturer narrative:
Date sent: 09/04/2008. Info is unavailable; device was not returned for evaluation.